Event description:
It was reported that there was difficulty securing an impella cp on a patient. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The current h6 codes are: h6, health effect clinical code: e0303, hemolysis. H6, health effect impact code: f1905, device revision or replacement. H6, medical device problem code: a210104, unclear information and a12, connection problem. H6, component code: g04105, pump. H6, type of investigation: b22, insufficient information available. H6, investigation findings: c21, results pending completion of investigation. H6, investigation conclusions: d16, conclusion not yet available. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated to reflect the date the returned product was received.

Manufacturer narrative:
Additional information was received indicating that an incompatible sheath was used which may have led to the difficulty securing the pump. The patient's free hemoglobin was elevated and hematuria was observed. Codes e0303, hemolysis, a01, patient device interaction problem, and f1905, device revision or replacement, have been added.

Event description:
This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella introducer.

Event description:
An impella cp9 was being inserted via the 14fr low profile sheath at the femoral artery to support the 64 year old male patient admitted in with acute myocardial infarction and cardiogenic shock. No underlying medical history was shared beyond the patient being supported by a vent for respiratory needs prior to pump delivery. The team had an inability to secure appropriately. There was some reported confusion with the 2 versions of cp and the sheaths. They had implanted the impella cp9 through short lp sheath upon which clinical arrived and informed them it would not be compatible. After support was initiated the patient developed signs of hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The pump and sheath system were replaced and a new cp10 and short low profile sheath were placed approximately 10-11hrs after original implant with further coronary intervention during the second pump implant. Patient was sent to intensive care unit again on cp support without issues. The patient survived the product revision and replacement. The patient did have the cp explanted and escalated to an impella 5.5 pump support after approximately 4 days. The 5.5 support proceeded and the patient was supported by the 5.5 til wean and explant after 3 days.

Manufacturer narrative:
B1 and h1: added serious injury. B5: added updated clinical review. H6: omitted code e2403, f26, and a01.